Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. The intra-aortic balloon pump (iabp) is pending evaluation.

Event description:
It was reported that the intra-aortic balloon pump (iabp) monitor flickers and does not display image. The image is blurred with vertical lines. All of the connections were checked as well. This event was discovered during checkout of the rental iabp. There was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
The getinge field service engineer replaced main keypad overlay and cs300 display assembly. Pm was completed with full calibration. The iabp unit passed all functional and safety tests per factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) monitor flickers and does not display. The image is blurred with vertical lines. All connections were checked. This event was discovered during preventative maintenance (pm) of this rental unit, by a getinge field service engineer (fse). There was no patient involvement, thus no adverse event was reported.